Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿the patient experienced a profound rise in blood pressure. The provider and patient's nurse believe the patient received a bolus of norepinephrine from the pump inappropriately. The medication was stopped. The patient received a dose of metoprolol and nicardipine to bring down the blood pressure." Although multiple attempts have been made, no additional information has been provided by the customer.